Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a biosense webster, inc. Product analysis lab observed a hemostatic valve separation issue. Initially it was reported that the inner sheath could not advance in the outer sheath due to the impediment. A second catheter was used to complete the procedure. There was no patient consequence reported. Additional information was received on the event. It was not known if there was the resistance with the sheath when they were trying to put the catheter into the sheath or when they were trying to withdraw it from the sheath. There was no occlusion when irrigating the sheath. The sheath was narrowed. It was not known if the catheter/needle was still able to be moved through the sheath. The dilator can not be put into sheath. The event was assessed as not MDR reportable for a resistance with sheath issue. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2022 the hemostatic valve was found dislodged inside of hub of the vizigo sheath. In addition, some bents on the vessel dilator were observed. The returned condition of the hemostatic valve issue was assessed as MDR reportable for a hemostatic valve separation issue. The awareness date for this reportable lab finding was (B)(6) 2022.

Manufacturer narrative:
Initial reporter phone: (B)(6). Additional clarification has been requested as the event states a second catheter was used to complete the procedure; however, the complaint device is a sheath. Therefore, requesting if it was a second sheath used to complete the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The investigation was completed on (B)(6) 2022. An analysis was performed on the picture that was provided by the customer. A picture showing the device with the dilator partially introduced was received for analysis. The photo does not provide sufficient information related to the reported event and therefore, no result can be obtained from it. The customer complaint cannot be confirmed. The product analysis was performed as appropriate in order to find the root cause of the complaint. The product was returned to biosense webster for evaluation. Bwi conducted visual inspection and functional test of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. In addition, some bents on the vessel dilator. Microscopic examination in the hemostatic valve surface has shown evidence of stress marks on the outer diameter. On other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. The functional test was performed, in accordance with bwi procedures. The vessel dilator and smart touch sf catheter were introduced into the vizigo sheath and some resistance was felt during the testing. The outer diameter (od) vessel dilator was measured and it was within specifications. A device history record evaluation was performed, and no internal actions related to the reported complaint condition were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to investigate the conditions observed in the hemostatic valve. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. Prior to inserting the device into the patient, pre-assemble sheath, dilator, and stylet on the table. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. At this time, it is not possible to determine the root cause of the hemostatic valve condition. However, based on the information provided, the condition reported has origin in someplace external to the manufacturing environment. Additional investigation was initiated to address the root cause for the resistance to sheath issues. (B)(4).

Manufacturer narrative:
Initially it was reported that additional clarification had been requested as the event stated that a second catheter was used to complete the procedure; however, the complaint device is a sheath. Additional clarification was received on (B)(6)-2022 stating that it was a second sheath that was used to complete the procedure. Therefore, the ¿d 10. Concomitant medical products and therapy dates¿ field was updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)